Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was being prepared for an electrosurgical procedure. According to the complainant, the pump did not activate when the foot pedal was pressed. The procedure was completed with another endostat ii electrosurgical unit. A console knob on the subject console was tightened and the foot pedal / pump subsequently operated correctly. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction: device serial number was reported to be (B)(4); this information was omitted in the initial MDR. Correction: (B)(4) the reported event of pump did not activate. Additional information: device manufactured date was reported to be 08/18/1998.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was being prepared for an electrosurgical procedure. According to the complainant, the pump did not activate when the foot pedal was pressed. The procedure was completed with another endostat ii electrosurgical unit. A console knob on the subject console was tightened and the foot pedal / pump subsequently operated correctly. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.